Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25. The customer reported no adverse event. The event involved product(s) mmt-1711kl. Customer reported receiving a power error detected alarm. Customer was able to clear alarm and complete rewind but troubleshooting did not resolve issue. No harm requiring medical intervention was reported. Mmt-1711kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test and displacement test. The trace and history files were successfully downloaded using thump. No unexpected pump error 25 alarms noted during testing. A review of the history files reveals on (B)(6) 2024 at 11:00 there was a power error 25 alarm generated. The pump was cut open to perform a visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Pump trace download analysis confirmed the pump alarmed power error 25. The adapt tool confirmed power error 25 triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 25 alarms is confirmed due to connector resistance on j6 /pcb 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.